Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer did not perform the air removal step when attempting to reload the cartridge. Customer's blood glucose level was 276mg/dl. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.